Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data.

Event description:
Patient additionally reported against left side capsular contracture baker grade iii/IV, "rippling", "moving around", "just don't feel right", and "very uncomfortable".

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4.

Event description:
Patient reported left side "hematoma", "breast started to bruise up really bad", "rupture", "chest pain", and "implant sits lower than usual and is indented". Patient also reported "shortness of breath" and "trouble pulling heavy weight"; these events are not device related. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "hematoma", "breast started to bruise up really bad", "rupture", "chest pain", and "implant sits lower than usual and is indented". Patient also reported "shortness of breath" and "trouble pulling heavy weight"; these events are not device related. Device remains implanted.